Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0258071. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that 66 syringe 1.0ml 31ga 8mm ufii 10bag 500cs had difficult plunger movement and was unable to inject during use. The following was reported by the initial reporter: "consumer stated, cannot push insulin out once she draws up. Stated, plunger is stiff, hard to push."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 66 syringe 1.0ml 31ga 8mm ufii 10bag 500cs had difficult plunger movement and was unable to inject during use. The following was reported by the initial reporter: "consumer stated, cannot push insulin out once she draws up. Stated, plunger is stiff, hard to push"